Manufacturer narrative:
It was reported that the end-user experienced a skin tear after removing the non-stick pad from a wound. Per the end-user the wound was being treated with an antibiotic ointment. The reported skin tear was experienced where her skin was in contact with the product's adhesive. It is unknown how long the non-stick pad was in use for and how it was removed. According to the end-user her antibiotic treatment was extended for an additional two weeks following the reported incident. The original sample was discarded and was not returned to the manufacturer for evaluation. Due to the need for additional medical intervention and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin tear after removing the non-stick pad from a wound.